Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument passed the electrical continuity test. A review of the instrument log for the permanent cautery hook was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk1694. The alleged event occurred on the 10th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product . No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse and thermal damage was found to the instrument's monopolar yaw pulley. While there was no harm or injury to the patient, the reported failure modes could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook was found to have a broken and frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to contact the reporter to obtain additional information. However, as of the date of this report, no more information has been provided.